Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were found. The occlusion test was performed and no occlusion was detected. (B)(4). See MDR 3004209178-2014-93388 for insulin pump report.

Event description:
Customer reported via phone call on (B)(6) 2014, she went to the emergency room three times in a two week span due to high blood glucose. Customer's blood glucose was 530 mg/dl and felt nervous, sticky and didn't feel well. Most recent emergency visit was on (B)(6) 2014. Prior to the hospitalization she woke up with high blood glucose. Customer was in a car accident that she was the driver. Then at the hospital she was just treated for the high blood glucose and then released. Troubleshooting was performed on the insulin pump and no anomalies were noted on the insulin pump, infusion set, or reservoir. However, no delivery alarms were noted in the alarm history. Customer was advised to change the reservoir, infusion set and reservoir. Customer returned the reservoir for analysis and it was received on 09/20/2014.